Event description:
It was reported that the patients lead migrated which was confirmed through x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned.